Manufacturer narrative:
This MDR is a duplicate of 0001526350-2025-01601. The initial report was created in error and should be voided. This MDR is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, and h11.

Event description:
This MDR is a duplicate of 0001526350-2025-01601. The initial report was created in error and should be voided.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during surgery the device did not graft smoothly and it got caught on the patient making jagged cuts rather than a solid straight cut. It was reported that there was patient impact but the details are unknown and it is unknown if there was a delay. Due diligence is in process and there is no additional information available.